Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was sleeping and had a low blood glucose (bg) event. She started to feel the low and attempted to wake her husband up. The patient fainted and her husband called the paramedics at about 1:30am. The paramedics arrived approximately 10 minutes later and treated the patient with intravenous (IV) fluid therapy. The paramedics and the patient's husband also had her eat a peanut butter and jelly sandwich and had her drink two large glasses of apple juice. At the time of contact the patient had recovered back to normal. The patient declined to go to the hospital. There was no allegation of malfunction against the dexcom system. The patient was not using her dexcom system at the time of event. No additional event or patient information is available.